Manufacturer narrative:
H3: 81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
The customer reported bellavista1000 us shutdown while use on a patient. Customer was unable to reset the system and had to switched out the device with a new one. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. No failure reported.